Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, she noted a broken haptic after the iol was inserted into the eye. The incision was enlarged to faciliate removal and replacement of the iol. The patient developed cme post-op, but their outcome was good.